Event description:
Our organization has experienced numerous reports of olympus endoscope punctures across the system. The incidents overall have been associated with the olympus 180 and 190 endoscopes that cannot be directly attributed to a particular scope, needle, or provider. This has been reported to olympus and the olympus is in the process of working with our facilities to identify potential issues. No patient harm has been reported. Pt code: 4582. Device code: 1504. Referencing reports: mw5180103, mw5180106, and mw5180107.